Event description:
It was reported that shortly after implant, the atrial lead exhibited p-wave undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 lead, implanted: (B)(6) 2014. (B)(4).